Manufacturer narrative:
A review of the associated device history records was performed and no similar concerns were found. There are no other complaints from the associated lot for hub disconnection from the catheter. The hub molding process was reviewed by quality and engineering and no manufacturing defects were confirmed. The hub disconnection may have occurred if excessive force was exerted on the hub post-manufacture causing it to disconnect from the catheter. There are no indications that the issue is associated with the manufacture or design of the product.

Manufacturer narrative:
The evaluation of this issue is in progress. A follow-up report will be submitted once the investigation is complete.

Event description:
A 6fr x 25cm skater single step drainage catheter was broken after the placement to a patient for one day (hub broke off the catheter). The patient is an elderly, unable to move freely. The drainage catheter is connected to a drainage bag, the user usually places an anchoring device to the catheters and make sure the catheters won¿t be cut inadvertently. As of (B)(6)2017, the catheter tubing is still in use for that patient. Doctor doesn¿t want to replace a new catheter as the patient is too old and suffer from cancer. Additional information received 8/29/2017: the catheter tubing went to the patient body last friday and it was taken out today. The catheter tubing was taken out by snare under ultrasound guide in the ultrasound room. As mentioned in previous communication, the hospital made their own decision to keep using the catheter tubing without the hub for drainage.